Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp). Fluid loss was identified in the left cylinder. During the procedure the existing device was removed and a new ambicor penile prosthesis (app) was implanted. No information was provided about the patient's outcome. No more information is available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should pertinent additional information become available, it will be provided.